Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, anomalous battery readings were observed. Manual updates showed constant current drain and longevity estimates. No other anomalies were reported. Patient is dependent and physician may consider changing the device. No other information available at this time.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
New information received: device was explanted and replaced. Patient was stable.